Event description:
It was reported that during a cholecystectomy procedure, the device was used to place clips in the "closure" of the cystic artery. The clip applied was not closed and other seemed closed but later fell from the vein. Unknown how case was completed. Hospitalization was required.

Manufacturer narrative:
(B)(4). Information was not provided by the affiliate. Information anticipated, but unavailable at this time. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please describe the clip formation intra operatively? If the clip formation was unsatisfactory during the original procedure, what was done to address the clips? How many clips were placed on the patient side and specimen side? Please confirm if ¿later fell off¿ is referring to intra op or post op? Is the user a previous er320 user or does this surgeon always use er420? Any issues noted with clip feeding? Did the clip slowly feed into the jaws? Was the feeding of the clip slower or faster than expected? Did the handle return to the original position after firing? What is the patient¿s current condition? Is the patient expected to have a full recovery?

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Device not returned. Additional information was requested and the following was obtained: please describe the clip formation intra operatively? Apparently normal. If the clip formation was unsatisfactory during the original procedure, what was done to address the clips? The clip formation was apparently ok. How many clips were placed on the patient side and specimen side? 3. Please confirm if ¿later fell off¿ is referring to intra op or post op? Intra. Is the user a previous er320 user or does this surgeon always use er420? Always use er420. Any issues noted with clip feeding? Did the clip slowly feed into the jaws? Was the feeding of the clip slower or faster than expected? Normal. Did the handle return to the original position after firing? Yes. What is the patient¿s current condition? Ok. Is the patient expected to have a full recovery? No. The complaint could not be confirmed because no device was returned for analysis. The device history records were reviewed and the manufacturing criteria was met prior to the release of the batch.